Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported the device was coiled/knotted in the patient's stomach and it was also suspected it may be partially buried in the gastrointestinal tract. This caused immediate cause for concern for the healthcare providers. Additional information received 14-mar-2018 stated all is well. The patient went for a procedure and the tube was knotted but no longer buried. The healthcare providers were able to cut externally and remove the device endoscopically with a snare. The device was replaced with another transgastric jejunal tube. No additional information was provided.